Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, and caller was guided through the reset process. After the reset, the pump did not display the cgm error code again, and the caller was advised to wait 20 minutes before restarting their sensor session, which they understood and acknowledged.